Event description:
It was reported that an unspecified malfunction/issue occurred. On (B)(6) 2024, the patient experienced a hyperglycemic event while being in an active sensor session and experiencing an unknown continuous glucose monitor (cgm) malfunction. There were no symptoms reported but it was stated that the patient had to go to the hospital after having experienced hyperglycemia for 2 days ¿resistant to insulin¿. No cgm reading was reported during the event, but it was confirmed that the patient wore a dexcom sensor during the event and the parent stated that ¿it was not working¿. No treatment was reported from the hospital, but a kidney infection was noted. It was not known how much time the patient spent at the hospital. There was no documentation of a specific medical intervention. No other details were documented, and multiple attempts to contact the reporter were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.